Manufacturer narrative:
Surgeon revised star poly core. Poly component was fractured after 10 years of use. Review of device history record showed no anomalies.

Event description:
Patient had star poly core revised.